Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. The info provided indicated the balloon inflated properly prior to use. Therefore, the balloon was intact and functioning prior to advancement through the endoscope. Balloon material damage can occur if the balloon has come into contact with a sharp object, such as a sharp stone, or possibly a burr in the endoscope channel. Damage to the balloon material can occur if the balloon was inflated in excess of the recommended inflation volume. The instructions for use direct the user to attach the enclosed syringe to the stopcock (which is attached to the inflation port) to inflate the balloon. Damage to the balloon material can also occur if added pressure was applied during extraction. The instructions for use direct the user to gently withdraw the inflated balloon toward the papilla. The instructions for use contain the following warning: :do not exert excessive pressure on ampulla while extracting stones. If stone does not pass easily, reassess need for sphincterotomy." Prior to distribution, all fusion quattro extraction balloons are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
An endoscopic retrograde cholangiopancreatography (ercp) was performed and the pt was noted to have large stones in the duct. The stones were crushed using a basket. An attempt was made to sweep the stones out with a cook fusion quattro extraction balloon. During the sweeping, the balloon reportedly popped and shredded in the duct. Another balloon was opened and the duct was swept again. At this point in time, the staff noticed a piece of the first balloon. The physician continued to sweep the duct with the 2nd balloon without failure. It is unk if all the fragmented balloon was removed. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.